Manufacturer narrative:
Upon inspection and testing of the device, service confirmed the adhesive on the bending section cover of the distal end was deteriorated, confirming the customer's complaint. In addition, service found the paint on the light guide mount ring was melted. Fluid invasion was observed in the plug unit connector case. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported part of the joint/insulation of the distal end of the subject device had come loose. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was cracked and missing in places. This report is being submitted for the malfunction found during evaluation of the device (objective lens adhesive was cracked). Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however the event most likely occurred due to stress on the tip from outside the scope, chemical attack due to chemicals, or it is the consequences of incorrect sterilization processes. The event can be detected/prevented by following the instructions for use which state the following: 1) "please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "the methods listed as ¿compatible¿ are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions." Olympus will continue to monitor field performance for this device.